Event description:
It was reported that the insulin pump was cracked. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with cracked and bleeding display glass, cracked case at display window corners and a minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.